Event description:
Maude report ((B)(4)) voluntarily submitted by a patient states that s/he was revised to address pain and leg length discrepancy, with weakness in the leg.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-03830. This report, 1818910-2013-11908, will be rejected,1818910-2013-03830 will be kept for investigation purposes.